Event description:
Event description boston scientific crm received information that both atrial and ventricular leads displayed impedance measurements greater than 2500 ohms, and that the ventricular lead was unable to consistently capture the myocardium. Review of chest x-rays confirmed that both leads were fractured. The patient was not pacemaker dependent and there were no adverse effects. The leads were surgically abandoned and successfully replaced.